Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot this issue with the customer over the telephone. The tse recommended replacing the graphic user interface (gui) keyboard. The customer agreed and informed that they will do the repair themselves.

Event description:
It was reported that a ventilator graphic user interface (gui) keyboard was functioning intermittently. There was no patient involvement reported.